Event description:
It is reported that a customer received a button error alarm on their gardian. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the guardian needed to be replaced. A replacement guardian was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump passed the functional testing. No unexpected restart or time/date/memory erase anomaly noted. No damage was found on the interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.